Event description:
A 3.0mm diameter x 30 mm length endeavor sprint otw drug-eluting coronary stent system was inserted into a patient for the treatment of a mid rca lesion. Lesion/vessel morphology was reported as a moderately caliber vessel that was heavily calcified and quite tortuous. Proximally in the vessel, there is some mild luminal irregularity. The mid-portion of the vessel has some mild ectasia and then the vessel is totally occluded just beyond the acute margin. The occluded segment was pre-dilated with a 1.5 x 9mm balloon (several inflations). The stenotic segment was also pre-dilated with a 2.5 x 15mm balloon. This balloon was advanced throughout the entire heavily calcified segment. A dissection was noted at this point. The endeavor sprint otw drug-eluting coronary stent system was advanced over the wire, however the physician was unable to maneuver the device to the lesion site, despite numerous attempts. The stent kept getting hooked up in the proximal section of the artery. The physician therefore, decided to use a shorter stent. Resistance was encountered in removing the device from the patient. Firm pressure was applied in removing the device. On close inspection, it was noted that the stent had dislodged and was located in the rca. The dislodged stent was crushed across the artery using a 2.5mm and 3.0mm balloon. After the vessel was extensively ballooned, it was possible to get a 3.0 x 15mm endeavor sprint otw drug-eluting coronary stent system past the dislodged stent. Two additional endeavor sprint drug-eluting coronary stents (3.5 x 12mm and 3.0 x 15mm) were implanted. The patient is doing fine, following completion of the procedure.

Manufacturer narrative:
(Secondary intervention - dislodged stent crushed to vessel wall. Results: stent dislodgement. Severely calcified lesion/vessel. Conclusions: severely calcified lesion/vessel.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received in relation to the index procedure reported that a dissection occurred. Dissection was treated with implantation of another stent.

Event description:
The investigator assessed that the previously reported dissection event on the date of the index procedure was probably related to the study device. Approximately 2 years post index procedure the patient underwent a target vessel revascularization. Three endeavo sprint drug-eluting stents were implanted in the rca during the revascularization. Investigator assessed that the revascularization event was possibly related to the study device. Patient recovered.